Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via social media stated that 2 out of 3 brushheads broke. No injury was reported.